Event description:
It was reported by a distributor that "disconnection at outer tube level. The inner tube remained in the cystic canal. They tried to re-insert the inner tube, which led a lesion downstream of cystic canal. This could be injurious for the pt. This occurred twice with 2 different operators with the same batch number".

Manufacturer narrative:
The complaint was reported by a conmed distributor. Conmed is aware that the 30 day timeframe has been missed by 5 days; conmed is filing immediately upon the discovery of this oversight. The product was disposed of by the facility and will not be returned to conmed for evaluations. Once the investigation report is complete, a supplemental report will be filed.